Event description:
Pt started to use this infusion device on (B)(6) 2012 and received 3 w2 battery low warnings on (B)(6) 2012, (B)(6) 2012, and (B)(6) 2012. He changed the battery each time, and the battery cover was replaced on (B)(6) 2012. On (B)(6) 2012 at 11:27 p.m., the pt noticed another w2 battery low warning he reported the infusion device did not properly provide an acoustic alert. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue. The infusion device was requested for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.